Event description:
The device was returned.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the device was performed. Microscopic inspection found that the device header was intact and there were no arc marks or other evidence of shorting on the device case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the clinical observations. This device met all specifications.

Event description:
Boston scientific received information that, during a routine device replacement procedure, this device did not successfully induce an arrhythmia with a 1.1 j shock. After the shock, a shorted shock lead error was noted. The related competitor lead was tested, and all values were normal. The device was replaced.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.